Event description:
During a coronary angioplasty/stent procedure, difficulty was encountered in the directing a stent into the 1st septal branch of the left anterior descending artery due to angulation, narrowed lumen and rough intimal surface from atherosclerosis. A cypher stent was then lubricated with rotaglide, a boston scientific corp product designed to lubricate the rotablator rotational atherectomy system. -see recent cardiovascular literature describing this.- the lubricated stent could not be inserted into the septal artery and that catheter system was withdrawn. After withdrawal, the stent was missing and presumed to be lost somewhere distal to the ascending aorta, probably in the ilio-femoral arterial system. No adverse events occurred during that admission. In the absence of symptoms and the likelihood of no further problems, no attempt was made to visualize or remove the missing stent. Another stent was then successfully deployed. In 2007, the pt developed neurologic symptoms suggesting vertebral basilar ischemia and was found to have diffuse atherosclerosis of the cervical/cranial arteries and probably embolic disease in the distal basilar artery and left posterior cerebral artery. There was no evidence of the missing stent and this ischemic episode was considered to be caused by atherosclerosis, not stent embolization. Our reason for reporting this incident is concent that use of rotaglide for stent lubrication may increase the risk of stent displacement and loss and in some cases may cause a clinically significant adverse event. The number of uses of rotaglide worldwide for this purpose is probably still small ,so it might be expected that no or few other reports of this nature have occurred or been reported which, at this time, would not negate the potential for significant future risk. Dose: film on surface of stent, frequency: once, route: intra-arterial. Dates of use: onw month. Diagnosis: lubrication of coronary stent.